Manufacturer narrative:
Product event summary # (B)(4). Damaged screwdriver. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of procedure. It was reported that the screw driver was bent. There was no patient present when the issue occurred.